Manufacturer narrative:
According to the customer, on (B)(6) 2025, "customer just unboxed the unit (nebulizer) and the cord does not connect." Per the customer, he does not have a backup or replacement nebulizer/inhaler to use while he awaits a replacement device. Customer reports no serious injury or medical attention needed related to this incident. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "customer just unboxed the unit (nebulizer) and the cord does not connect."